Event description:
Reporter alleged the expiration date on the test strip vial used with the blood glucose monitoring device was a usable one while the manufacturer's inventory system indicated the date of strips is expired. Reporter stated the expiration date on the vial bottle states 05/31/06 while the inventory system indicates the expiration date is 05/31/05. Reporter indicated no actions were taken and no treatment was received as a result of the alleged incident. A request was made for the return of the suspect product and replacement product was sent.